Manufacturer narrative:
Updated investigation summary and codes investigation summary: based on the information available, the cause that contributed to the reported issue of erosion and discomfort, could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion and discomfort cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed in 2019 as it was uncomfortable due to erosion. A new artificial urinary sphincter was implanted later on (B)(6) 2021. Following the surgery, the patient was reported as stable.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of erosion and discomfort, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event of a erosion and discomfort cannot be confirmed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter removed in 2019 as it was uncomfortable due to erosion. A new artificial urinary sphincter was implanted later on (B)(6) 2021. Following the surgery, the patient was reported as stable.